Manufacturer narrative:
(B)(4).

Event description:
On 09-15-2015, information was received from a health care profession (hcp) via a representative regarding a patient in australia who was receiving an unknown drug via an implantable pump. The concentration, dose, indication for use, and concomitant medications were not reported. The patient's medical history was reported as "none". On (B)(6) 2015, during a routine refill procedure, the physician withdrew 9 milliliters (ml) of existing drug in the pump and then injected 25 ml of new drug into the pump. Soon after, the patient complained of itchiness in the area of the pump. The pump site went red and started to swell. The physician was able to withdraw 20 ml of the drug from the pump. The patient quickly went unconscious. "Narcane" was given and an ambulance was called. The patient was hospitalized overnight, recovered, and was released the following day. The pump remained implanted and in-service. At the time of the report the patient's status was reported as alive-no injury. Additional information has been requested regarding to clarify the patient's reaction history, cause of the event, timing of the symptoms, and medication type, concentration, and dose, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. The cause of the event is unknown, and it was noted the hcp who was filling the pump was experienced in this procedure. Regarding the previously reported information of "soon after, the patient complained of itchiness in the area of the pump" it was clarified that it happened "within minutes." The drugs in the pump were hydromorphone, bupivacaine, and midazolam (concentrations and doses unknown). It was unknown if the patient had a reaction like this before.

Manufacturer narrative:
(B)(4).